Manufacturer narrative:
Product complaint # pc-(B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, when inserting an implant, the instrument was bent. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported. Alif ui h 12mm 10deg s (part# aui31234, lot# unknown, qty1) this complaint involves one (1) device. This report is for (1) implant inserter sh connection this report is 1 of 1 for pc-(B)(4).

Event description:
Updated event description: it was reported that on (B)(6) 2021 , the patient underwent for a surgery. During the surgery, when inserting an alif ui h 12mm 10deg s implant, the implant inserter instrument was bent. The procedure was successfully completed without any surgical delay. Patient outcome is reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5; d7a h6: customer quality photo investigation: the complaint device was not received for investigation. The following investigation is based on the image provided. The image was reviewed, and the complaint condition could be confirmed as the instrument is clearly bent. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The lot number is unknown, therefore no mre could be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h3, h4, h6: part: aet30101; lot: e19di1200; supplier: (B)(4); batch1: released on june 05, 2020; with no discrepancies. No nonconformance reports (ncrs) generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the implant inserter sh connection had a bent component. The outer shaft of the inserter was bent. A small section of the cylindrical shaft was flattened. No other defects were noted. A dimensional inspection was not performed for the implant inserter sh connection due to post manufacturing damage. The observed condition of the implant inserter sh connection was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the implant inserter sh connection matches the reported device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. While no definitive root cause could be determined, it is probable that the implant inserter sh connection was bent due to unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed aet30101 implant inserter sh-connection (current and manufactured). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.